Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Phone_control_ios. Cloud - omnipod 5 software app version 2.0.2. Cloud - smartphone operating system 18.5. Cloud - smartphone hardware iphone17.3. Cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >400 mg/dl (high) while wearing the pod between 24 and 36 hours. The patient initially contacted his physician by phone and was advised to change his pod, which he chose not to do. The patient then sought medical attention as his blood glucose levels were not declining. The patient was treated with IV (intravenous) transfusion of insulin the patient was released 19 hours later. It was also reported that the pod had a communication issue. The pod was worn when seeking medical attention.